Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection at the implant site. The patient was reimplanted with a new device on (B)(6) 2015. This report is filed february 13, 2015.

Manufacturer narrative:
(B)(4). Not yet received by manufacturer.